Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the operative report for ¿the implantation of prolene mesh¿ were not provided.] (B)(6) 2005: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent and chronically incarcerated incisional hernia. Postoperative diagnosis: recurrent and chronically incarcerated incisional hernia. Procedure performed: repair of recurrent and incarcerated incisional hernia with mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 25 cc. Operative findings: the patient had a dominant hernia present in the low midline. There were several smaller hernias laterally from prior suture repair with prolene suture. Drains: none. Complications: none apparent. Disposition: stable to pacu. Indications for procedure: the patient is a 48-year-old white female with recurrent incisional hernia who presents for repair. Description of procedure: ¿the patient was taken to the operating room on (B)(6) 2005. She was placed in supine position. General anesthesia was induced. Her abdomen was prepped and draped in normal sterile fashion. Low midline incision was made along the patient¿s prior scar overlying the bulge that could be felt through the skin. The subcutaneous tissue was divided with cautery. The hernia sac was then almost immediately encountered and was freed up from the surrounding subcutaneous tissue. The hernia sac was opened allowing entry into the peritoneal cavity. The adhesions of the small-bowel to the hernia sac were dissected away sharply. The edges of this hernia sac were freed up, however, and the digit was inserted into the abdominal cavity. Several smaller hernias were identified. One was located left laterally, the other one was located right laterally and the other one was located superior to the main hernia. The midline hernias were connected by dividing the fascial bridge between them. The edges were freed up circumferentially to include the laterally located hernia defects as well. It was felt that the patient be best served by transabdominal fixation because of the recurrent nature and because of the broad nature of all the hernias. This was performed by making small stab incisions lateral to the main midline incision. A piece of gore-tex __ [sic] mesh was then fashioned in the appropriate size. #1 prolene was then secured circumferentially to the prolene mesh using the suture-passer through the transabdominal approach, the sutures were pulled though the anterior abdominal wall, thus fixing the mesh to the undersurface of the anterior abdominal wall. With special care being taken to avoid any entrapment of small-bowel within the hernia repair, the #1 prolene was secured down. The repair appeared adequate and all the hernia defects appeared to be adequately covered with at least a 1 to 2 cm overlap of mesh. The midline fascia was then closed with #1 vicryl over the mesh in running manner. Subcutaneous tissue was irrigated and skin at all sites were closed with staples. Sterile dressings were applied. The patient tolerated the procedure well.¿ (B)(6) 2005: (B)(6). Device implantation record. Dualmesh, gortex. Catalog #: 1dlmc04. Lot#: 03822850. Exp. Date: 2010-08-01. Location of implantation: mid abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc04/03822850) was implanted during the procedure. (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: sigmoid diverticular stricture. Incarcerated incisional hernia. Postoperative diagnosis: sigmoid diverticular stricture. Incarcerated incisional hernia. Small right lower quadrant abscess. Procedure: exploratory laparotomy; sigmoid colectomy with descending coloproctostomy; alloderm (bioprosthetic) mesh placement with incarcerated incisional hernia repair; removal of inferior incisional goretex mesh. First assistant: richard curtin, md. Anesthesia: general. Estimated blood loss: 100 ml. Findings: please see postoperative diagnosis. Drains: none. Complications: none apparent. Disposition: stable to pacu. Indications: the patient is a 49-year-old white female with 2 separate complicating problems. She has an incisional hernia but also has a simultaneous diverticular stricture. She is more symptomatic from the diverticular stricture and presents for resection of this area and her sigmoid colon and simultaneous repair of her incisional hernia using a bioprosthetic mesh to reduce the risk of infection postoperatively. Operative procedure: ¿the patient was taken to the operating room on (B)(6) 2007. She was placed in the supine position. General anesthesia was induced. Her abdomen was prepped and draped in the normal sterile fashion. A vertical midline incision was made in the skin and carried down through the subcutaneous tissue with cautery. The hernia defect was clearly identified just to the left of the midline several centimeters below the umbilicus. The hernia sac was identified. It was opened and the sac itself was resected and discarded. The peritoneal cavity was entered in this manner, and the adhesions of the small bowel to the anterior abdominal wall were divided using cautery and sharp dissection. The patient had 2 separate types of mesh. The goretex mesh was located inferiorly and what appeared to be a prolene mesh was located superiorly. The prolene mesh repair appeared to be intact. The area between the goretex and the prolene appeared to be where the hernia defect was identified. The goretex mesh was resected from the inferior aspect of the patient¿s wound to prevent future wound infection. The superiorly-located prolene mesh was intimately involved in the tissues, and the risk of infection was felt to be significantly less here. The bowel that was incarcerated within the hernia sac was reduced back to within the abdominal cavity. The patient was placed in trendelenburg position. The small bowel was placed superiorly within the abdominal cavity. The buchwalter retractor was then placed. There were very dense adhesions present and a focal area in the sigmoid colon along the left lateral pelvic sidewall. The peritoneal reflection was identified and carefully incised. Blunt dissection was used to dissect the retroperitoneum and the sigmoid colon was mobilized medially. A small sterile-appearing pus pocket was identified lateral to the sigmoid colon. This was irrigated and then suctioned free. The colon was then very carefully mobilized medially again. It was felt that identification of the ureter would be exceedingly difficult because of the inflammation in this area. Therefore, the colon was transected at the descending/sigmoid junction with a gia stapling device. The mesentery was divided between clamps fairly close to the bowel wall. In doing this, we were clearly a long distance from where the ureter would normally anatomically reside. The dissection was then carried down below the area of maximal inflammation to an area of healthy tissue in the proximal rectum at the level of the sacral promontory. The gia device was then fired across the proximal rectum and the specimen was sent to pathology for examination. The mesentery was ligated with #0 silk. The sigmoidal artery was doubly ligated with #0 silk. The pelvis was then copiously irrigated and then suctioned free. Bowel clamps were then placed on the proximal and distal ends of the colon. A side-to-side anastomosis was then performed between the descending colon and the proximal rectum. There was no undue tension present on the anastomosis. The anastomosis was performed in 2 layers using seromuscular 3-0 silk on the posterior layer. The bowel was opened and a side-to-side inner layer was performed with running 3-0 double-arm vicryl. This was performed in a running locking manner posteriorly and was converted to a connell suture anteriorly. The anterior layer was then completed with a seromuscular 3-0 silk to complete the second layer. The anastomosis was widely patent at the conclusion of the procedure. There was no evidence of leakage. No evidence of bleeding. The pelvis again was copiously irrigated and suctioned free. The laps were all counted and found to be correct. Gloves were changed. A piece of alloderm mesh was then used to close the inferior portion where the hernia defect was located. It was secured to the underside of the anterior abdominal wall with #1 prolene in a running manner. The upper portion where the pre-existing prolene mesh was identified was closed with running #1 prolene in a running manner. Subcutaneous tissue was irrigated. The fascia was then closed over the alloderm mesh with #1 prolene. The skin was closed with staples. Sterile dressings were applied. The patient tolerated the procedure well.¿ (B)(6) 2007: rmc. Intraoperative record. Implants. Alloderm regenerative tissue matrix, 6 cm x 16 cm. Site: abdomen. (B)(6) 2007: [missing records: a pathology report detaining analysis of the device removed during the (B)(6) 2007 procedure was not provided.] (B)(6) 2009: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Procedure: reduction of incarcerated ventral hernia and mesh repair. Indication for procedure: the patient is a 52-year-old who had multiple abdominal surgeries presented to the ER today with nausea, vomiting, and worsening abdominal pain. CT scan revealed an obvious herniation adjacent to her lower midline incision with some bowel that is clinically incarcerated. There is evidence of stranding and edema consistent with bowel under duress on the CT scan. Given her fairly significant pain, nausea and vomiting, we recommended proceeding on to the operating room tonight for reduction of this hernia and indicated procedure possible ostomy and attempted repair of the hernia. We did inform the patient that the high likelihood of a persistent or recurrent hernia that our goal primarily was to make certain of the viability of her bowel. The patient understands. She has given us permission to proceed. Description of procedure: ¿the patient is brought to the operating suite. She has undergone general anesthesia, a foley catheter is placed. Pneumatic stockings were placed. The abdomen prepped and draped in sterile fashion. We began incision by making a lower midline incision, dissected down to the fascia. We identified the incarcerated tissue and with great care we dissected around this. This required about an hour worth of dissection to open the pseudo peritoneal capsule, identified an angulated piece of small bowel. This was densely adherent in multiple locations to the underlying mesh which had been used on her previous hernia repairs. We are able to take this down circumferentially to reduce this bowel into the abdominal cavity without injury to the bowel and we cleared fascial and mesh edges for repair. We did elect to put a small piece of proceed directly beneath this repair. We used a piece of about 5 x 5 cm. We secured this to the fascia with our heavy vicryl sutures and this was primarily the tip of the piece of intercede between the bowel and this closure. We then reapproximated this tissue with interrupted vertical and horizontal mattress sutures of this heavy vicryl. Repair again was fashioned over this piece of intercede mesh which we had secured out stiches in the closure. With this accomplished, we copiously irrigated out the subcutaneous tissues and closed the skin with staples. She has tolerated this well. No significant complications. Again, a chronically incarcerated piece of bowel was identified that was indeed edematous but clearly viable. We were able to separate it from the surrounding mesh and fascial structures and returned to the abdominal cavity proper and re-closed this area over a piece of intercede mesh or proceed mesh. She has tolerated this well. She will be admitted following recovery.¿ (B)(6) 2009: rmc. Intraoperative record. Implants. Mesh, proceed 7.5x15cm rectangular. ??/??/09: [missing records: a CT scan showing ¿obvious herniation adjacent to her lower midline incision with some bowel that is clinically incarcerated¿ was not provided.¿] a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction to previous comment in h10/11-it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: mesh was resected and revised requiring an additional surgery on (B)(6) 2007. Additional event specific information was not provided.